Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the patient line. Caller had not attempted to load a new cartridge, declined additional follow-up from tandem technical support however would call back if issue persists. There was no adverse impact to the customer's blood glucose level.